Event description:
It was reported the system locked up when sending messages to pac's. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The hospital biomed repaired the system during the service call. The system was found to be working and put back into service.